Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (unknown concentration and dose) via an implantable pump. An unknown medication was also reported, but it¿s unclear whether this medication was also in the pump at the time of the event or previously. The pump¿s indications for use (ifus) were noted as non-malignant pain and chronic low back pain. The patient reported having seizures on (B)(6) 2015 and was unconscious until the morning of (B)(6) 2015. No intervention information was provided. Additional information (including drug information, cause of the seizures, diagnostics performed in relation to the seizures and unconsciousness, actions taken to resolve the event, and the resolution) has been requested. If additional information is received, a follow-up report will be sent.